Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the display segments/pixel is defective on the infusion device; misinterpretation is possible. Caller stated there are no health problems. No adverse event reported. Requested return of the alleged infusion device for evaluation.